Event description:
Reporter states customer got back to back blood glucose results of 320mg/dl, and 110mg/dl within five minutes on the same meter. Customer did not take action/inactions based on results. Unable to run controls due to meter not turning on. A request for return of suspect device was made, and a replacement was sent.